Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes .

Event description:
It was reported that on (B)(6) 2011, the patient underwent fusion of lumbar spine at levels l3-l4 wherein rhbmp-2/acs was implanted from extreme lateral approach. Post-op, the patient had increasingly severe low back pain, with associated pain and radiculopathy in his legs. Post-operative imaging studies revealed that the patient had developed bony overgrowth, and resulting radiculopathy related to bone overgrowth at or near where the rhbmp-2/acs was implanted. The patient underwent a revision surgery on (B)(6) 2013 to remove bony overgrowth, which provided him only limited relief. His chronic low back pain and radicular symptoms eventually returned. Following neurosurgical consultation in (B)(6) 2014, and a determination that further surgery may make his problems worse, the patient underwent implantation of a spinal cord stimulator. The patient continued to experience constant low back pain radiating to his left hip, buttock and leg, numbness/ tingling in his left inner thigh, and muscle spasms and pain in his upper left back. As a result, the patient was unable to work. He experienced difficulty walking, standing, and sitting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with: l3-l4 degenerative disk disease with chronic back pain. Left l3-l4 disk herniation with chronic radiculopathy and underwent the following procedure: anterior lumbar interbody fusion via a left lateral retroperitoneal approach. Anterior interbody 10 mm x 55 mm tabbed implant with a 5.5 mm vertebral body fixation screws. Application of rhbmp-2 combined with graft enhancer. As per the op notes:¿ monitoring devices were then placed over the lateral aspect of the psoas and under fluoroscopy, the l3-l4 disk space then identified. Complete diskectomy was then performed. Endplate cartilage was removed. A series of disk trials were performed including disk spaces and distractors. It was determined that a 10 mm x 55 mm stand-alone tabbed implant would be optimum. This cage was then packed with graft enhancer combined with rhbmp-2/acs graft. The implant was then inserted and final positioning confirmed with ap and lateral plane fluoroscopy.¿ the patient tolerated the procedure well without any intraoperative complications.